Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is leakage. Annex a code was incorrect in the initial MDR. Annex a code should be a0504 - leak / splash.

Event description:
Additional information provided: 1)does the needle hub was seen cracked/damaged? Good morning, the needle hub was not cracked. Unfortunately the sample was not kept so I am unable to send this in for investigation.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916 batch #regx0367 it was reported that the bd safetyglide needle hub had a hole was cracked / damaged. The following information was provided by the initial reporter: it was reported by customer that the hub/needle leaked, spraying contents into writer's hand verbatim: rcc received a complaint via email. Email(s) attached ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2025 type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: minimal harm ahs optional report to *** incident details: writer attempted to inject pt in left upper leg with dtap-ipv-hib-hb when the ?hub/needle leaked, spraying contents into writer's hand. Writer explained what had happened to mom, obtained permission to inject with new needle and new vaccine on pt's right upper leg instead, successful second time with new needle. Writer inserts hub of needle snuggly but not too tightly to prevent breakage as usual - ? Faulty cracked hub on needle batch like in the fall. Who was affected? Patient unexpected or prolonged care? Yes procedure: vaccination device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6) expiry date: 2027-09-30 supplier: **** supplier/catalogue number: (B)(6) is the device retained? Yes number of devices: 1 wiped, contained, labelled? Device was clean or not used investigation request expected type of investigation: actual device tested; lot review e-mail address for person holding device.